Event description:
Initial reporter indicated that "she had a muscle twitch in left arm with stimulation." She said "it keeps her awake at night." The pt wanted her vns turned off as she could not sleep with it on and was 100 miles from her physician's office. The pt's treating physician believes the pt's insomnia and muscle spasm are related to the vns stimulation and will be programming the pt's vns off per the pt request. Reported "patient lives 100 miles from the nearest location for programming changes and he will just be programming the vns off."